Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of approximately 300 mg/dl overnight, and upon inspection found the insulin cartridge leaking; the user discarded the leaking cartridge, confirmed lot 30085, replaced supplies, and blood glucose returned to target. Symptoms included elevated blood glucose without reported ketone testing or acute illness. Outcomes included resolution of hyperglycemia after supply replacement and no alarms or hospital care. Investigation included customer service troubleshooting, user education on proper cartridge installation and pump rewind, and arrangement of replacement supplies. Investigation of this case revealed improper assembly risk factors and a leaking cartridge consistent with loss of insulin delivery. It was concluded that the event was related to a leaking cartridge and possibly user handling during setup, with recovery following corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.